Event description:
Venous blood line separation at luer lock connection. Ash-split catheter resulting in 250-450cc blood loss. Pt stable after treatment. With hgb 9.9 and hct 30. Pt. Expired sat. The next day early eventing during sleep. Luer lock connection not holding several times while testing post treatment.